Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as part of a system explant due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as part of a system explant due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this rv lead had dislodged and was surgically revised two previous times. After the first revision, this rv lead had dislodged once more, and exhibited loss of capture (loc) and low r-waves. For the third revision, the physician decided to explant the entire pacemaker system and implant a leadless pacemaker instead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as part of a system explant due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this rv lead had dislodged and was surgically revised two previous times. After the first revision, this rv lead had dislodged once more, and exhibited loss of capture (loc) and low r-waves. For the third revision, the physician decided to explant the entire pacemaker system and implant a leadless pacemaker instead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to aware date and b3/event date: updated to 5/16/2025.